Manufacturer narrative:
The carefusion service tech found jp4 pin 5 of the power flex circuit was burned. The power flex circuit was replaced to correct the problem that was identified during service.

Event description:
The customer had returned the ventilator for a routine 15k preventative maintenance. A visual inspection by the carefusion service tech revealed that the power flex circuit was damaged and burned.